Manufacturer narrative:
The impella device is not available for return from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient presented to the emergency department (ed) with a st-elevation myocardial infarction. An echocardiogram in the ed demonstrated reduced ejection fraction versus prior. The patient was brought to catheterization lab and an impella cp was used for support. It was reported that during support, there was "impella in aorta" alarms and abnormal waveforms, despite a confirmed stable position. These are likely linked to the patient's underlying arrhythmia affecting the left ventricular function and hemodynamics. In addition, red urine and hemolysis on labs was reported. The patient expired the following day and no other information was provided.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Hemolysis: clinical details report that the patient had red urine and hemolyzed labs the morning of (B)(6) 2025. Pump position had been confirmed to be adequate that morning, but overnight it had come out of position during transport. The team did not want to adjust p-level or administer volume. Later that day, the patient passed away on support. Neither data logs nor product were available for investigation. Since neither data logs nor product were available for investigation, the cause of the hemolysis could not be determined. False alarm: clinical details report that "position in aorta" alarms were triggering falsely on the first day of support. At this time, the patient was experiencing arrhythmias, so the waveform looked abnormal. Neither data logs nor product were available for investigation. Since neither data logs nor product were available for investigation, the cause of the false alarm could not be determined. Placement signal issue: around case start, it was also noted that the ps map was 20 mmhg lower than the invasive ao map. Neither data logs nor product were available for investigation. Since neither data logs nor product were available for investigation, the cause of the placement signal issue could not be determined. Arrhythmia: clinical details report that the patient was having rapid atrial flutter prior to and after impella insertion. In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review pump sn (B)(6) passed all post-sterile inspection checks.